Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device did had drawer failure, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes: correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) identified that the inseparable magnet full height drawer 5 was faulty also the fse confirmed that the recovery and inventory had been completed but there was no repair action. Further, follow up has been completed with fse to get the resolution but there was no response received, if any new info received will reopen the complaint.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device did had drawer failure, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.